Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and also insulin pump buttons were became very unresponsive, down arrow was unresponsive. Customer stated the display was not blank less than 30 seconds. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the down arrow allows them to navigate screens. Customer stated insulin pump had hardware low level failure alarm and they were unable to clear the alarm and also time clock was not advanced. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing either. All buttons were tested while navigating the menus, and they all worked properly. Finally no pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a cold solder joint at the keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.